Event description:
A malfunction was reported with a pump, identified by the malfunction code 16-0x20e6, which required replacement as it could not be reset. The impact on the customer's blood glucose level was not reported, and they declined to provide their actual glucose level at the time of the event. The pump was confirmed to be within warranty, and tandem technical support arranged for a replacement pump to be sent, provided the necessary instructions, and initiated the return process for the defective pump. The customer did not disclose what type of backup therapy they would use while waiting for the replacement.